Event description:
Additional review indicated the device had been implanted and no communication could be achieved with the device when it was interro gated. The device would not communicate with either the representative's programmer or patient programmer.

Event description:
It was reported that a device was replaced during implantation due to telemetry and interrogation issues. The reporter stated that the pocket was reopened and the device was replaced. It was stated that there were no patient symptoms or injuries related to this event. Additional information was requested, but was not available at the date of this report. Additional information received will be included in a supplemental report.

Event description:
Additional information received reported that the patient was "doing fine."

Manufacturer narrative:
(B)(4). Analysis of the implantable neurostimulator (ins) found an external short. The root cause was unknown. The ins was received with no telemetry, no output, and an expanded shield. The device could not be functionally tested. The device was then destructively analyzed. Visual observation of the internal device showed that the battery appeared swollen. No other anomalies were seen. The battery voltage was measured at .318 and the battery was depleted. The battery passed two current train tests, one at room temperature, the other at body temperature. There was no evidence of an internal mechanism leading to early depletion. The analysis suggests the battery was exposed to an external short or mishandling condition. There is no evidence of an internal problem causing the swelling. The battery depletion was suspected to be caused by a short external to the battery. Since the hybrid was found to be functioning properly, it could not be conclusively determined that the hybrid was the cause of the short. Based on the returned information, it was unlikely the short was external to the ins because it appeared the ins output was not turned on prior to the battery rapidly depleting.

Manufacturer narrative:
Product ID 3093-33, lot# va00w3d, implanted: 2012 (B)(6), product type lead. (B)(4).